Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited out-of-range (oor) shock impedances of greater than 125 ohms. The health care professional (hcp) that called boston scientific technical services (ts) stated this lead has shown oor impedances as well as noise since it was implanted. Additionally likely there is no connection issue as the rate sense portion of this lead is fine and all measurements are within normal ranges. The boston scientific sales representative stated that the impedances were normal at implant, and that the lead was in the coil to device configuration. The lead has since been changed to a triad configuration per boston scientific technical services (ts) speaking to the hcp, which would be the cause of the oor impedances. Ts suggested changing the configuration back the way it was at implant to alleviate these impedance issues. The lead remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.